Manufacturer narrative:
UDI= (B)(4). Event date: (B)(6) 2016 .additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-3138-25 ,serial #: (B)(4), description: scs phiii ext. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a new burning pain that started at the ipg site and travelled along the lead to the midline incision site since the implant procedure. The pain was present both when the stimulation was turned on or off but was somewhat relieved when the stimulation was turned off. The physician did not believe that the new burning pain was caused by the device or procedure. No device malfunction was suspected. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.